Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation occurring on the front, back, and shoulders that looks like hives and is itchy. No reports of open or broken skin. The patient took an allergy pill, lisinopril, and benadryl at the advice of their doctor. During a follow-up, it was reported that the patient's irritation improved.